Manufacturer narrative:
Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert tone occurred and an interrogation noted there was noise, elevated short ventricular intervals, and non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.